Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, a system log review cannot be performed since the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. Initially, the pneumothorax measured 0.6 cm in size but increased to 1.4 cm. The patient complained of chest pain. The patient was admitted to the general medical/surgical floor, and a chest tube was placed to resolve the pneumothorax. The patient was discharged home after 2 days in stable condition. The cause of the customer reported complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The physician stated that the pneumothorax occurred during a biopsy of a lesion using the ion system. The physician believes that the pneumothorax was caused by the proximity of the lesion to the pleural space, and not due to a malfunction of the ion system. The lesion measured 1.1 cm and was in the peripheral left upper lobe (lul). The lesion was approximately 0.5 cm from the pleura. A chest x-ray and ultrasound were performed. Initially, the pneumothorax was 0.6 cm, but increased to 1.4 cm in size. The patient complained of chest pain. The patient was admitted to the general medical/ surgical floor, and a chest tube was placed to resolve the pneumothorax. The patient was discharged home after 2 days in stable condition.